Event description:
It was reported prior to using one hundred (100) bd bactec¿ mgit¿ mycobacteria growth indicator tubes, that bacterial contamination was observed. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 4228384 was satisfactory per internal procedures. Formulation, torquing, and filling processes were within specifications. In process checks were performed at the designated intervals. Checks for fill volume were complete and within specifications per procedures. Those checks also confirmed that the caps were tightened to the validated specifications. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on batch 4228384. Retention samples from batch 4228384 (100 tubes) were available for inspection. There were 44/100 retention samples with white material near sensor. For further investigation, 5 affected retention tubes were incubated at 20-25 degrees celsius and 6 affected retention tubes were incubated at 33-37 degree celsius. At seven days, no growth was observed. The sediment was gram stained and variable rods were observed. To rule out viability, the sediment was subcultured into non-selective liquid media (tsb) and incubated. No growth was observed at 3 days incubation. The white sediment observed in the retention samples was non-viable organisms. One photo was received of a micrograph. No returns were received to assist with this investigation. This complaint can be confirmed for nonviables. No complaint trends have been identified for this defect.

Manufacturer narrative:
B3. The actual date of event is unknown. The date received by the manufacturer has been used for this field. E1. Initial reporter facility name:(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using one hundred (100) bd bactec¿ mgit¿ mycobacteria growth indicator tubes, that bacterial contamination was observed. There was no health impact or consequence reported.